Event description:
Report 2 of 2: it was reported before use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, an unspecified number of tubes had gel air bubbles. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 09-jan-2025. Investigation summary: bd received 91 samples and one photo for investigation. The evaluation of the returned samples and photo showed the customer's indicated failure mode of air bubbles in the gel. Complaints for sample quality are under statistical control for the month of november 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel airbubbles. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 2 of 2: it was reported during use of bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, an unspecified number of samples exhibited gel air bubbles. There was no health impact or consequences reported.